Event description:
It was reported that this non-(B)(6) cardiac resynchronization therapy defibrillator (crt-d) device recorded high out of range shock impedance measurements on this right ventricular (rv) lead. Technical services (ts) discussed some possible issues on the rv lead and recommended to perform further testing and troubleshooting. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).